Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check with pressure transducer difference > 5 cm h2o. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the expiratory cassette was replaced, but the issue persisted. The pressure transducer printed circuit board has been pointed out as faulty and has been replaced. The device passed all performance tests and could be returned to clinical use. There was no on site visit. The issue was decided to be reported based on available information as defective pressure transducer printed circuit board may lead to high pressure. The device's logs and defective part were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).